Manufacturer narrative:
Updated image review: three static images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the misloaded valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and replaced with a new valve. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 77.7 mm with a perimeter derived diameter of 24.7 mm suggesting a 29 mm valve. The aortic valve appeared to be minimally calcified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the misloaded valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and replaced with a new valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-29, an frame overlap to node 4 was detected in the prosthesis during fluoroscopy. During deployment of the valve, an infold was observed to pull up into the outflow area. Consequently, the prosthesis was removed and replaced with a new valve, which was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that the infold was initially noticed during the first deployment. The valve was then recaptured due to the infold. A procedural delay occurred as a result of the infold due to the use of a second valve.

Manufacturer narrative:
Corrected: a2, a3a, a4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-29, an frame overlap to node 4 was detected in the prosthesis during fluoroscopy. During deployment of the valve, an infold was observed to pull up into the outflow area. Consequently, the prosthesis was removed and replaced with a new valve, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012508009); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012564413); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside a heart valve return kit jar, submerged in clear 0.2% glutaraldehyde solution. The valve was in a crimped state with the inflow aspect showing a reniform appearance. As received, all leaflets appeared to be in an open position with a large gap between the free margins. All leaflets were dry yet flexible. Leaflets exhibited severe creases and frame imprints. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded and as-received inflow shape resolved; however, the valve appeared to retain a compressed state. This condition may possibly be associated with the valve being inside the capsule of the delivery system for an unknown duration of time. There was no evidence of bends or kinks on the frame. Due to the return condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.